Manufacturer narrative:
The customer's calibration and qc results were within the acceptable ranges. The investigation reviewed the system's alarm trace and found low voltage level errors and abnormal aspiration sample alarms surrounding the time of the event. These alarms and errors are an indication of poor sample quality. The field service engineer performed ise system maintenance, checks, and cleanings. He performed calibration, qc, and precision testing with acceptable results. The customer performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for seven patients tested on a cobas 8000 cobas ise module. Prior to patient testing, the customer confirmed qc recovery was acceptable. The initial results were reported outside the laboratory. The customer performed repeat testing with the samples on a different cobas 8000 cobas ise module. (B)(6). The customer determined the repeat results were correct and corrected reports were provided. The na electrode lot number was r45 with an expiration date requested but not provided. The k electrode lot number was b43 with an expiration date requested but not provided. The cl electrode lot number was j31 with an expiration date requested but not provided.